Manufacturer narrative:
The device was not returned for investigation. Customer had gone to the end user location and tested the unit. The biomedical engineer reported that the unit was operational for alarms and no discrepancy was found with the unit.

Event description:
Nellcor puritan bennett received a report on a n-550 monitor of an intermittent alarm. Technical service provided troubleshooting to the biomedical engineer on alarm management. The engineer could not duplicate the initial report of the intermittent alarm at the site location and found the unit to be operational.